Event description:
The report indicated that the customer woke with high bgs (greater than 500mg/dl) and large ketones and ended up going to the emergency room. Upon arrival, he was given fluids but continued to use the pod per doctor's instruction. A correction bolus was given after dinner which proved to be ineffective at controlling his bgs. At that point, the pod was removed. A series of manual insulin injections via syringe was administered by the doctor throughout the remainder of the day. This form of therapy was repeated the following day after each meal. The customer will be kept for one more day before being released. The pod will be returned for evaluation.

Manufacturer narrative:
The device involved was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.